Event description:
It was reported that this right ventricular (rv) lead was found to have exhibited variable pace impedance measurements reaching low and out of range via the remote monitoring system. Technical services (ts) recommended further evaluation and performing a patient initiated interrogation for updated lead data. This lead remains in service. No adverse patient effects were reported.